Event description:
A patient reported receiving a letter from their dentist to stop treatment and that the treatment is not working for her.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.